Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was implanted deep septal. The patient experienced chest pain and the physician opted to replace it with a new lead in an apical position before pocket closure. No adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that this lead was implanted deep septal. The patient experienced chest pain and the physician opted to explant and replace it with a new lead in an apical position. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Manufacturer narrative:
Amendment: additional information was received that this lead was an attempted implant. The physician opted to replace it before pocket closure, therefore, no longer being a reportable event.

Event description:
It was reported that this lead was implanted deep septal. The patient experienced chest pain and the physician opted to replace it with a new lead in an apical position before pocket closure. No adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that this lead was implanted deep septal. The patient experienced chest pain and the physician opted to explant and replace it with a new lead in an apical position. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.